Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive on the area below the battery icon and above the 1,2,3 options on the lock screen. Customer is unable to stop or resume insulin as well as enter numbers on the key pad due to the unresponsive touch screen. Customer's blood glucose was 223 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.